Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. Reportedly, the customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, and a different issue was identified.